Event description:
Same case as MDR ID: 2134265-2015-02749. (B)(4) clinical study it was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to stable angina as well as objective evidence of ischemia and was referred for cardiac catheterization. Target lesion#1 was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 28 mm long, with a reference vessel diameter of 3.0 mm. Target lesion#1 was treated with pre-dilatation and placement of a 3.00x28mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the 1st obtuse marginal (om) artery with 80% stenosis and was 20 mm long, with a reference vessel diameter of 3.5 mm. Target lesion#2 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post-dilatation, the residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient returned to the hospital for a scheduled follow up. The following day, angiography was performed which revealed in-stent restenosis (isr) of the study device placed in the proximal lad and also 50% stenosis of the study stent placed in 1st om. Subsequently, the patient underwent coronary artery bypass graft (CABG) to distal lad, which reduces the stenosis from 75% to 0% and no corrective action has been taken for the stenosis in the om. On the same day, the event of isr in the lad was considered recovered/resolved.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that angiography performed on (B)(6) 2015 revealed a 50% stenosis in the proximal left circumflex (lcx) artery instead of obtuse marginal (om) artery as previously reported. In-stent restenosis (isr) pattern is 2 and target lesion revascularization (tlr) was performed.